Event description:
Related manufacturer reference numbers: 3006705815-2019-01984, 1627487-2019-06227. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the patient's scs system was explanted.